Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Should have been (B)(4) 2011, instead of (B)(4) 2011.

Event description:
It was reported that the ventricular lead exhibited loss of capture at 7.5 v, 1.5 ms due to lead dislodgement. Attempts to reposition the lead failed. The lead was removed. Three of the tines on the lead tip were missing after removal. The lead was replaced.